Event description:
Deformed haptic after implantation. The haptic was bent. Device explantation. Product replaced with another lens immediately during surgery; no incision enlargement or sutures were necessary. Another lens was obtained and implanted successfully. Patient health not impacted.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable adverse event that occurred in the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3: corrected to yes. Additional information: d9: added returned date of product. G2: added source - company representative. G6: indicated follow-up #1. H2: indicated report includes corrected and additional information. H6: added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The iol was ejected out of the injector. Both haptics appeared to not be bent when received. The slider was completely advanced until it stopped. The rod was completely advanced. The nozzle was stretched from the slit. Trace of lubricant was found inside the injector. The dye test result showed the injector tip was properly coated. We could release a re-installed iol from the returned injector without any problems. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(6); model: 230). The exact root cause was not determined. However, from our investigation, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Deformed haptic after implantation. The haptic was bent. Device explantation. Product replaced with another lens immediately during surgery; no incision enlargement or sutures were necessary. Another lens was obtained and implanted successfully. Patient health not impacted.

Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable malfunction that occurred in the USA. Regarding manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.